Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown, with osteoarthritis (kellgren-lawrence, grade IV). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated first course of treatment with intra-articular synvisc (hylan gf20) injection (dosage regimen not provided) in the right knee. On (B)(6) 1998, the patient received second synvisc injection. The lot number for synvisc was not provided. On (B)(6) 1998, the patient experienced synovitis in right knee. On an unspecified date, arthrocentesis was performed and 40 cc of slight turbid yellow joint fluid was aspirated from the right knee (right knee effusion). The patient was treated with intramuscular celestone (betamethasone) for both the events. On (B)(6) 1998 (ten days later), the patient recovered from the event of synovitis of right knee. The outcome for the event of right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of right knee was moderate and the intensity for the event of right knee effusion was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship with the event of right knee effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.